Event description:
It was reported that during a 3dimensions procedure on (B)(6) 2024, the tubehead had a jerky motion. A field engineer examined the equipment and found that the bolts had loosened. The bolts were cleaned and re-sealed and the system was tested and passed all manufacturer´s specifications.

Manufacturer narrative:
An investigation was completed: on 12/19/2024, it was reported that the tube head motion was jerky during the tomo sweep. The field engineer (fe) was dispatched to the customer site and found loose vertical travel assembly (vta) bolts. The fe cleaned and reseated the bolts. On 3/3/2025, the customer reported jerky motion again under a separate complaint. The fe was dispatched to the customer site and found the vta bolts loose. The fe was unable to use the kit for replacement as some of the bolt holes would not maintain torque. The fe replaced the vta to resolve the issue. No patient or user injuries were reported. A review of the device history showed this issue has not recurred since the part was replaced. No parts were replaced. The vta bolts were on the system for 1,366 days at the time of the complaint. The cause of the system shaking was due to loose vta bolts. A CAPA has been opened to investigate the root cause of the loose/broken vta bolts. Conclusion: this investigation will be closed and the root cause investigation for this issue will be documented in the CAPA. Future events will be monitored and trended. Device history record (DHR) review: a review of the complaint history for (B)(6) was performed and one additional complaint related to loose vta bolts was found. On (B)(6) 2025, the customer reported jerky motion again under a separate complaint. The fe was dispatched to the customer site and found the vta bolts loose. The fe was unable to use the kit for replacement as some of the bolt holes would not maintain torque. The fe replaced the vta to resolve the issue. The complaint review identified that the vta and bolts were original to the system therefore, the DHR was reviewed. There were no discrepancies noted in the DHR related to the vta assembly. The vta was installed on this gantry with no issues noted. System product code: 3dm-sys-std, serial number: (B)(6), manufacture date: 03-10-2021, system installation date: 3/24/2021, unique device identifier: (B)(4).